Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, (B)(6) male complaining of pain in the right hip, no trauma noted. Imaging found the ceramic liner had shattered, requiring immediate revision. During the case, original ceramic liner/shards and ceramic head were removed. Revised with lineage® a-class poly liner and a depuy ts biolox delta revision head. Unable to obtain defective liner to return to mpo.